Manufacturer narrative:
Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process; therefore, the customer's complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller at the customer's facility. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.

Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the unit stopped working mid procedure. The surgeon opted to complete the procedure using a competitive device. There were no patient complications reported as a result of this event.